Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: performance data was received and analyzed. Analysis found no anomalies. (B)(4).

Event description:
It was reported that the patient had septicemia and the physician removed the device and lead due to chronic bacteremia. The device and lead were not replaced. No further patient complications have been reported as a result of this event.